Event description:
It was reported that device shift occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds had to be recaptured multiple times due to positioning issues. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. After release, and closure of the patient groin site, the physicians noted that the closure device shifted proximally. The closure device was retrieved with the use of a non-boston scientific (bsc) grasping device and a second 27mm wds was prepped and successfully implanted. The patient remained stable throughout the procedure and was kept overnight in the hospital for observation.